Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, there was difficulty advancing the thumb advancer during splitting the sheath. The clip was deployed; however, after the starclose se device was removed from the anatomy it was found that the sheath did not split completely. The clip was found captured at the distal end of the device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.